Event description:
Hcp reported pt presented in 2006 with left lumbar extremity stump pain, back pain, leg pain and headaches. The pt was seen in the office for a pump refill and had 18 mls of fentanyl remaining in the reservoir. The pump rate was decreased by 25% each for 2 weeks with the pt reporting no change in symptoms. The pt's oral medication was adjusted. The reported symptoms were still unchanged and the hcp will recheck in 4 weeks. At that time, if the pump is still full, the pt will be referred for pump removal.